Event description:
Litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life..

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update apr 13, 2017. Litigation received. After review of litigation document, there is no new information added. This complaint was updated on may 2, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and sticker sheet received. After review of medical records for MDR reportability, patient was revised to address metallosis. Revision notes reported of metal versus debris present and trunnionosis.

Event description:
Asr medical record received. After review of medical records for MDR reportability, the patient was revised due to loosening of right total hip arthroplasty. The patient experienced pain, elevated cobalt and chromium levels. Revision note reported there was some metal versus debris present, noted to have trunnionosis, femoral implant found grossly boost and unstable, had bone growth that impeded removal of stem, a pseudomembranes and some fibrous tissue were removed.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.